Manufacturer narrative:
A visual examination was completed on the returned device and it was confirmed that the balloon could not be inflated. A kink was observed in the catheter and the balloon was revealed to have been torn circumferentially at the distal end of the balloon, consistent with the balloon coming into contact with a sharp exterior source during preparation. The most probably root cause of this complaint is handling damage. A DHR review confirms that this device met all material, assembly and performance specifications. A review of similar complaints revealed no similar complaints. (B)(4)

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extracor retrieval balloon was used during a stone removal on (B)(6), 2010 (patient age, gender, weight, date of birth and identifier are unknown.) According to the complaint, prior to introduction the balloon was tested and found not to inflate. There was no damage noted to the packaging. The investigation results later revealed that the balloon was torn circumferentially. The procedure was completed with another of the same device and the patient was described as "stable following procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extracor retrieval balloon was used during a stone removal on (B)(6), 2010 (patient age, gender, weight, date of birth and identifier are unknown.) According to the complaint, prior to introduction the balloon was tested and found not to inflate. There was no damage noted to the packaging. The investigation results later revealed that the balloon was torn circumferentially. The procedure was completed with another of the same device and the patient was described as "stable following procedure."